Event description:
It was reported that the insulin pump alarmed button error. Customer stated he got stuck on the main menu screen, he replaced the battery but it did not work. Customer stated that there was a piece that chipped off by the belt clip. Customer's blood glucose was 270 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case on display window corners, cracked reservoir tube lip, minor scratches, cracked display window and cracked belt clip slot.